Event description:
It has been reported that biomaterial was not integrated, so the bone material was not compacted after placing the implant resulting in implant failure. Biomaterial was placed on (B)(6) 2015, implant placed on (B)(6) 2017 and non integration appeared on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not evaluated as the batch number was not communicated and the product was not returned. The device will not returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not be reviewed as the lot number of the product was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that biomaterial was not integrated, so the bone material was not compacted after placing the implant resulting in implant failure. Biomaterial was placed on (B)(6) 2015, implant placed on (B)(6) 2017 and non integration appeared on (B)(6) 2018.